Event description:
The target lesion was the proximal right coronary artery. The lesion was denovo. The vessel was no calcified but slightly tortuous. There was 95% stenosis. Radial approach wa chosen for the procedure. After pre-dilation with a balloon catheter (sprinter 4.0x 20mm) was conducted to the vessel. A cypher 3.5x23mm was inserted into the guide catheter. There was no friction, and the unit reached the target lesion. While beginning to inflate the cypher at the target lesion, the physician confirmed a pinhole rupture, and the balloon could not be inflated under cag. Therefore, the physician tried to withdraw the guide catheter, but the stent got stuck with the guide and dislodged. The dislodged stent was removed by tangling an ht balance guidewire. A different cypher (same size) was implanted instead and the procedure was completed. There was no rported pt injury.